Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited post sensed t wave oversensing. No further information was reported.

Event description:
New information states that the patient presented via remote transmission. Upon review, the device exhibited non-sustained right ventricular oversensing episodes. The patient was seen in clinic later. Programming changes were made. The patient was in a stable condition.